Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available. (B)(6).

Event description:
It was reported that during an in-service training of the cardiosave intra-aortic balloon pump (iabp), a ¿helium leak¿ was discovered. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse traced the leak to a loose connection at the fill manifold. To fix the issue, the fse tightened all connections, the iabp passed the leakage test. The fse also discovered that the helium tank valve missing and replaced it. The unit passed all calibration, functional, and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during an in-service training of the cardiosave intra-aortic balloon pump (iabp), a ¿helium leak¿ was discovered. There was no patient involvement and no adverse event was reported.